Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noticed that the monopolar curved scissors (mcs) instrument was bent at the junction between the orange sleeve and the metallic part toward the wrist. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the issue was identified when dissection of the vesicouterine ligament was performed. There was difficulty in removing the instrument because the instrument was bent, they could not remove it from the cannula, also it did not work to straighten it with the instrument release wrench. The port size was increase a little the port to remove the instrument.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The following additional findings were not reported by the customer: the grip input disk #3 was broken into pieces and grip input disk #4 was cracked.

Event description:
Refer to h10/h11 for follow-up information.